Manufacturer narrative:
(B)(4). It was indicated that the device is not returning; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that a patient was scheduled for a lens exchange because of residual astigmatism post cataract surgery and decreased visual acuity. Additional information was received, and it was learnt that the tecnis toric intraocular lens (model zct150 9.0 diopter) was explanted from the patient¿s left eye in a secondary surgical procedure. Reportedly, incision enlargement was performed. Lens model zct300 9.0 diopter was implanted as a replacement. There were no sutures, no vitrectomy required. Patient was doing good when discharged. The account commented that the explanted lens is not available for inspection. Visual acuity pre-op (pre-initial implant): 20/50. Visual acuity post-op (post-initial implant): 20/40. Visual acuity post-op (post-replacement): 20/150. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4), and CAPA-010215

Manufacturer narrative:
Corrected data: through follow-up it was learnt that the correct reading after post-op 3 weeks is : 20/30 now and not visual acuity post-op (post-replacement): 20/150 that was reported in the initial MDR. All pertinent information available to johnson and johnson surgical vision has been submitted.